Manufacturer narrative:
Qn(B)(4). Based on additional information received, it was determined that the malfunction was not reportable. Thus, the initial MDR, submitted on 04/17/2024, should be retracted.

Event description:
It was reported "retrograde dissection upon advancement of manta sheath. Guide wire was inadvertently withdrawn into sheath prior to sheath advancement which may have led to the retrograde dissection discovered when wire was exchanged". The procedure was completed with the same device. No medical intervention required. The patient was sent to the step-down unit for monitoring. The patient's current condition is reported as "fine".

Event description:
It was reported "retrograde dissection upon advancement of manta sheath. Guide wire was inadvertently withdrawn into sheath prior to sheath advancement which may have led to the retrograde dissection discovered when wire was exchanged". The procedure was completed with the same device. No medical intervention required. The patient was sent to the step-down unit for monitoring. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Based on additional information received, it was determined that the malfunction was not reportable. Thus, the initial MDR, submitted on 04/17/2024, should be retracted.